Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 157 mg/dl at the time of the call. Customer states the first infusion set he put on gave him too much insulin, and he bottomed out with 20 carbs. Their blood glucose was 76 mg/dl and dropping. The customer stated that this was the 4th time this has happened. The customer used food and orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer thinks insulin did squirt out during priming. Customer states when he undid the reservoir from the transfer guard there was some liquid on the reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.